Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('month's on end bleeding'), habitual abortion ('miscarriages (twice I thought I was hemorrhaging, 3rd time I was having miscarriages)'), osteoarthritis ('hip degeneration / inflammation'), spinal osteoarthritis ('neck degenarationc5 and c6, inflammation') and cholelithiasis ('gland removed thanks to a stone, stones are caused by inflammation') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure". The patient's medical history included stroke (after having my daughter) in 1999 and parity in 1999. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced flatulence ("gas pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), osteoarthritis (seriousness criterion medically significant), spinal osteoarthritis (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), metal poisoning ("nickel poisoning"), calcinosis ("calcium stones"), influenza ("influenza"), decreased appetite ("appetite lost"), weight gain poor ("unable to gain weight"), pelvic pain ("stabbing pain for 14 years. My left side always killed. Spasm 2 years after hysterectomy"), back pain ("back pain") and myalgia ("myalgia") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with antibiotics and surgery (3 surgeries first at 40 yrs but no hip replacement, cholecystectomy and total hysterectomy). Essure (ess205) was removed on 9-feb-2016. At the time of the report, the pregnancy with contraceptive device, habitual abortion, cholelithiasis, metal poisoning, influenza, decreased appetite, weight gain poor, pelvic pain, back pain and myalgia outcome was unknown and the osteoarthritis, spinal osteoarthritis and calcinosis was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered back pain, calcinosis, cholelithiasis, decreased appetite, flatulence, genital haemorrhage, habitual abortion, influenza, metal poisoning, myalgia, osteoarthritis, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis and weight gain poor to be related to essure (ess205). The reporter commented - posted in (B)(6) 2016 after hysterectomy she had wind pain posted in (B)(6) 2016: hysterectomy 8 weeks earlier, weighed 74 kg, in (B)(6) 2015) only 46kg, now weighs 61kg (lost 13 kg). Posted on (B)(6) 2017: still suffering since essure removal 18 months ago, 14 years has taken its toll on my body. Just cannot gain weight 180cm, weight 50 kg, no appetite. In 2018 she posted she had left side pain for 14 years every day especially in the morning, with back pain. Still pain spasms two years after hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.4 kg/sqm. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: since reporter posted on 23-mar-2020 that she was from australia, not from the united states, this report was detected to be a duplicate of records # us-bayer-2019-136916 (medwatch 3500a MFR number 2951250-2019-04103), us-bayer-2020-011300 (medwatch 3500a MFR number 2951250-2020-00531), which all will be deleted from bayer safety database after all information was transferred to this recoord # au-bayer-2020-057011 (correct wucin) which will be retained. New: social media reporters were added. New events added: pelvic pain female, back pain, poor weight gain (180cm, 50kg), appetite loss, myalgia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('month's on end bleeding'), habitual abortion ('miscarriages (twice I thought I was hemorrhaging, 3rd time I was having miscarriages)'), osteoarthritis ('hip degeneration / inflammation'), spinal osteoarthritis ('neck degenaration c5 and c6, inflammation') and cholelithiasis ('gland removed thanks to a stone, stones are caused by inflammation') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure". The patient's medical history included stroke (after having my daughter) in 1999 and parity in 1999. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced decreased appetite ("appetite lost") and weight gain poor ("unable to gain weight"), 13 years 1 month after insertion of essure (ess205). In (B)(6) 2016, the patient experienced flatulence ("gas pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), osteoarthritis (seriousness criterion medically significant), spinal osteoarthritis (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), pelvic pain ("stabbing pain for 14 years / my left side always killed / spasm 2 years after hysterectomy"), back pain ("back pain"), metal poisoning ("nickel poisoning"), calcinosis ("calcium stones"), influenza ("influenza"), myalgia ("myalgia") and autoimmune disorder ("auto-immune issues"), was found to have a pregnancy with contraceptive device ("pregnancy with essure") and was found to have weight increased ("weight gain 32 kilos in 3 months before hysterectomy"). The patient was treated with antibiotics and surgery (3 surgeries first at 40 yrs but no hip replacement, cholecystectomy and total hysterectomy). Essure (ess205) was removed on 9-feb-2016. On 9-feb-2016, the weight increased had resolved. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, habitual abortion, cholelithiasis, pelvic pain, back pain, metal poisoning, influenza, decreased appetite, myalgia and flatulence outcome was unknown, the osteoarthritis, spinal osteoarthritis, weight gain poor and autoimmune disorder had not resolved and the calcinosis was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered autoimmune disorder, back pain, calcinosis, cholelithiasis, decreased appetite, flatulence, genital haemorrhage, habitual abortion, influenza, metal poisoning, myalgia, osteoarthritis, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis, weight gain poor and weight increased to be related to essure (ess205). The reporter commented: - posted in feb-2016 after hysterectomy she had wind pain posted in (B)(6) 2016: hysterectomy 8 weeks earlier, weighed 74 kg, in (B)(6) (2015) only 46kg, now weighs 61kg (lost 13 kg). Posted on (B)(6) 2017: still suffering since essure removal 18 months ago, 14 years has taken its toll on my body. Just cannot gain weight 180cm, weight 50 kg, no appetite. In 2018 she posted she had left side pain for 14 years every day especially in the morning, with back pain. Still pain spasms two years after hysterectomy, autoimmune issues, hip degeneration, weight gain poor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted she had weight gain 32 kilos before hysterectomy. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('month's on end bleeding'), habitual abortion ('miscarriages (twice I thought I was hemorrhaging, 3rd time I was having miscarriages)'), osteoarthritis ('hip degeneration / inflammation'), spinal osteoarthritis ('neck degenaration c5 and c6, inflammation') and cholelithiasis ('gland removed thanks to a stone, stones are caused by inflammation') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with essure". The patient's medical history included stroke (after having my daughter) in 1999 and parity in 1999. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced flatulence ("gas pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), osteoarthritis (seriousness criterion medically significant), spinal osteoarthritis (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), pelvic pain ("stabbing pain for 14 years. My left side always killed. Spasm 2 years after hysterectomy"), back pain ("back pain"), metal poisoning ("nickel poisoning"), calcinosis ("calcium stones"), influenza ("influenza"), decreased appetite ("appetite lost"), weight gain poor ("unable to gain weight"), myalgia ("myalgia") and autoimmune disorder ("auto-immune issues") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with antibiotics and surgery (3 surgeries first at 40 yrs but no hip replacement, cholecystectomy and total hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pregnancy with contraceptive device, habitual abortion, cholelithiasis, pelvic pain, back pain, metal poisoning, influenza, decreased appetite, weight gain poor, myalgia and autoimmune disorder outcome was unknown and the osteoarthritis, spinal osteoarthritis and calcinosis was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered autoimmune disorder, back pain, calcinosis, cholelithiasis, decreased appetite, flatulence, genital haemorrhage, habitual abortion, influenza, metal poisoning, myalgia, osteoarthritis, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis and weight gain poor to be related to essure (ess205). The reporter commented: - posted in (B)(6) 2016 after hysterectomy she had wind pain posted in (B)(6) 2016: hysterectomy 8 weeks earlier, weighed 74 kg, in nov (2015) only 46kg, now weighs 61kg (lost 13 kg). Posted on (B)(6) 2017: still suffering since essure removal 18 months ago, 14 years has taken its toll on my body. Just cannot gain weight 180cm, weight 50 kg, no appetite. In 2018 she posted she had left side pain for 14 years every day especially in the morning, with back pain. Still pain spasms two years after hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 24-apr-2020: quality-safety evaluation of ptc on (B)(6) 2020: the event "auto-immune issues" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority therapeutic goods administration (reference number: (B)(4)) on 20-mar-2020. The most recent information was received on 07-jul-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("month's on end bleeding"), habitual abortion ("miscarriages (twice I thought I was hemorrhaging, 3rd time I was having miscarriages)"), osteoarthritis ("hip degeneration / inflammation"), spinal osteoarthritis ("neck degenaration c5 and c6, inflammation"), cholelithiasis ("gland removed thanks to a stone, stones are caused by inflammation") and pelvic pain ("stabbing pain for 14 years / my left side always killed / spasm 2 years after hysterectomy") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy with essure"). The patient had a medical history of parity and stroke (after having my daughter) in 1999. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2016, 4800 days after essure (ess205) insertion, she experienced decreased appetite ("appetite lost") and weight gain poor ("unable to gain weight"). In february 2016 she experienced flatulence ("gas pain"). At an unknown time she experienced genital haemorrhage (seriousness criteria medically important and intervention required), pregnancy with contraceptive device ("pregnancy with essure"), habitual abortion (seriousness criterion medically important), osteoarthritis (seriousness criterion medically important), spinal osteoarthritis (seriousness criterion medically important), cholelithiasis (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), back pain ("back pain"), metal poisoning ("nickel poisoning"), calcinosis ("calcium stones"), influenza ("influenza"), myalgia ("myalgia") and autoimmune disorder ("auto-immune issues") and was found to have weight increased ("weight gain 32 kilos in 3 months before hysterectomy"). The patient was treated with antibiotics as well as surgery (total hysterectomy, 3 surgeries first at 40 yrs but no hip replacement and cholecystectomy). On (B)(6) 2016, weight increased had resolved. At the time of the report, the calcinosis was resolving and the osteoarthritis, spinal osteoarthritis, weight gain poor and autoimmune disorder had not resolved. The outcomes for genital haemorrhage, pregnancy with contraceptive device, habitual abortion, cholelithiasis, pelvic pain, back pain, metal poisoning, influenza, decreased appetite, myalgia and flatulence were unknown. Essure (ess205) was removed on (B)(6) 2016. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as spontaneous abortion. 0g was the reported birth weight. The reporter considered autoimmune disorder, back pain, calcinosis, cholelithiasis, decreased appetite, flatulence, genital haemorrhage, habitual abortion, influenza, metal poisoning, myalgia, osteoarthritis, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis, weight gain poor and weight increased to be related to essure (ess205) administration. The reporter commented: - posted in (B)(6) 2016 after hysterectomy she had wind pain posted in (B)(6) 2016: hysterectomy 8 weeks earlier, weighed 74 kg, in (B)(6) (2015) only 46kg, now weighs 61kg (lost 13 kg). Posted on (B)(6) 2017: still suffering since essure removal 18 months ago, 14 years has taken its toll on my body. Just cannot gain weight 180cm, weight 50 kg, no appetite. In 2018 she posted she had left side pain for 14 years every day especially in the morning, with back pain. Still pain spasms two years after hysterectomy, autoimmune issues, hip degeneration, weight gain poor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 15.432 kg/sqm. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority therapeutic goods administration (reference number: (B)(4) on 20-mar-2020. The most recent information was received on 22-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("month's on end bleeding"), habitual abortion ("miscarriages (twice I thought I was hemorrhaging, 3rd time I was having miscarriages)"), osteoarthritis ("hip degeneration / inflammation"), spinal osteoarthritis ("neck degeneration c5 and c6, inflammation") and cholelithiasis ("gland removed thanks to a stone, stones are caused by inflammation") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy with essure"). The patient had a medical history of parity and stroke (after having my daughter) in 1999. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2016, 4800 days after essure (ess205) insertion, she experienced decreased appetite ("appetite lost") and weight gain poor ("unable to gain weight"). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016 she experienced flatulence ("gas pain"). An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), pregnancy with contraceptive device ("pregnancy with essure"), habitual abortion (seriousness criterion medically important), osteoarthritis (seriousness criterion medically important), spinal osteoarthritis (seriousness criterion medically important), cholelithiasis (seriousness criterion medically important), pelvic pain ("stabbing pain for 14 years / my left side always killed / spasm 2 years after hysterectomy"), back pain ("back pain"), metal poisoning ("nickel poisoning"), calcinosis ("calcium stones"), influenza ("influenza"), myalgia ("myalgia") and autoimmune disorder ("auto-immune issues") and was found to have weight increased ("weight gain 32 kilos in 3 months before hysterectomy"). The patient was treated with antibiotics as well as surgery (total hysterectomy, 3 surgeries first at 40 yrs but no hip replacement and cholecystectomy). On (B)(6) 2016, weight increased had resolved. At the time of the report, the calcinosis was resolving and the osteoarthritis, spinal osteoarthritis, weight gain poor and autoimmune disorder had not resolved. The outcomes for genital haemorrhage, pregnancy with contraceptive device, habitual abortion, cholelithiasis, pelvic pain, back pain, metal poisoning, influenza, decreased appetite, myalgia and flatulence were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as spontaneous abortion. 0g was the reported birth weight. The reporter considered autoimmune disorder, back pain, calcinosis, cholelithiasis, decreased appetite, flatulence, genital haemorrhage, habitual abortion, influenza, metal poisoning, myalgia, osteoarthritis, pelvic pain, pregnancy with contraceptive device, spinal osteoarthritis, weight gain poor and weight increased to be related to essure (ess205) administration. The reporter commented: posted on (B)(6) 2016 after hysterectomy she had wind pain posted on (B)(6) 2016: hysterectomy 8 weeks earlier, weighed 74 kg, on (B)(6) (2015) only 46kg, now weighs 61kg (lost 13 kg). Posted on (B)(6) 2017: still suffering since essure removal 18 months ago, 14 years has taken its toll on my body. Just cannot gain weight 180cm, weight 50 kg, no appetite. In 2018 she posted she had left side pain for 14 years every day especially in the morning, with back pain. Still pain spasms two years after hysterectomy, autoimmune issues, hip degeneration, weight gain poor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 15.432 kg/sqm. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-may-2023: no new clinical significant information received. Updates to imdrf codes only. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('month's on end bleeding'), habitual abortion ('miscarriages (twice I thought I was hemorrhaging, 3rd time I was having miscarriages)'), osteoarthritis ('hip degeneration / inflammation'), spinal osteoarthritis ('neck degenerations and c6, inflammation') and cholelithiasis ('gland removed thanks to a stone, stones are caused by inflammation') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included stroke (after having my daughter) in 1999 and parity in 1999. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), osteoarthritis (seriousness criterion medically significant), spinal osteoarthritis (seriousness criterion medically significant), cholelithiasis (seriousness criterion medically significant), metal poisoning ("nickel poisoning"), calcinosis ("calcium stones") and influenza ("influenza") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with antibiotics and surgery (3 surgeries first at (B)(6) yrs but no hip replacement, cholecystectomy and total hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the habitual abortion, cholelithiasis, metal poisoning and influenza outcome was unknown and the osteoarthritis, spinal osteoarthritis and calcinosis was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered calcinosis, cholelithiasis, genital haemorrhage, habitual abortion, influenza, metal poisoning, osteoarthritis, pregnancy with contraceptive device and spinal osteoarthritis to be related to essure (ess205). Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.